Event description:
The pt had a loss of therapeutic effect and no stimulation sensation. The programmer sounded three beeps when she tried to increase or decrease the stimulation. The device did respond to on/off command. The stimulation was for the pt's hand and it was noted that her fingers were purple. The pt was in hosp for an unrelated medical issue. She hadn't felt stimulation since being in hospital. It was further stated that the pt lost 30 lbs and the stimulator "moved all around" under the skin. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).